Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The feb. 2007 15 month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific corp on march 27, 2007, that during an endoscopic retrograde cholangiopancreatography (pt age and gender unk), the "cutting wire broke off on one end." The physician removed the device and completed the procedure successfully using another same device. The patient's condition was reported as "fine."